Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally turned on the pump's feature lock setting. Customer's blood glucose was 389 mg/dl. The customer turned off feature lock and resumed insulin therapy.